Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At follow-up, vf episodes were observed. Noise was noted on the ventricular channel. Physician decided to cap the lead.